Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was attached to the generator and shows the error code 5 screen. The device blade and hand activations buttons were tested and no anomalies were noted with their functionality. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Damage to the pin coating could result in an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.

Event description:
It was reported that during a laparoscopic liver resection procedure the teflon pad melted. No further information is available. No patient consequences have been reported. One device will be returning.